Manufacturer narrative:
Additional narrative: a review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4).

Event description:
During a procedure on (B)(6) 2013, the battery casing would not run continuously. When used with a different housing it worked fine. There was a five minute delay to the procedure as a result of this event. It is unknown if a spare device was used. No injuries or medical intervention were reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the customers complaint that the device would not run continuously was confirmed. The device was functionally tested and the device operates intermittently. The evidence suggests this is due to usage and wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.